Event description:
It was reported that this right atrial (ra) lead exhibited a lead safety switch (lss) due to a sudden jump in pacing impedance. The pacing impedance was out of range. Technical services (ts) reviewed the reports and stated that the high out of range pacing impedance occurred only once. Ts provided possible reprogramming options. The lead remains in use. No adverse patient effects were reported.